Manufacturer narrative:
A5: ethnicity: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt a review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete

Event description:
The user facility reported that the tech attempted to deploy the angio-seal following a y90 procedure. The dilator snapped into the sheath like normal, however, the two pieces kept becoming disconnected while trying to insert over the wire and into the patient's common femoral artery. They removed and opened a new angio seal from the same box and encountered the same issue. They then held manual pressure. The patient was stable, and the procedure was successful. The estimated blood loss was less than 250cc's. Additional information was received on (B)(6) 2023: the sheath size used during the procedure was 5f. A pre-deployment angiogram was performed with dictation stating, "favorable anatomy and sheath entry site." The dictation does not discuss any concomitant medical devices used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).